Event description:
Consumer alleges the hand control shocked her and allegedly caught on fire.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Customer misuse.

Event description:
Consumer alleges the hand control shocked her and allegedly caught on fire.